Manufacturer narrative:
D10 concomitant products: vlls10gen, vlls10gen ls series vessel sealing gen (serial #: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure device sealed and cut, but it was impossible to retract the knife. The device was plugged into a generator at the time of the event with the latest software. Another device was subsequently used successfully with the same generator. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found the plug was cut off and not returned. Minor seal plate damage was observed. Functionally, the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The device's knife blade advanced and retracted properly. A minor tilt to the knife was observed. The knife cut of the device was tested on a silicone test strip with acceptable results. The damage to the seal plates was believed to have been caused by the knife, due to the minor tilt. The jaw gap of the device was measured and it was found to be within specification. It was reported that the knife blade did not retract. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation revealed an unreported condition: damage to the seal plate and knife. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially c ontributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.